Manufacturer narrative:
H10. H3, h6: one 72202597 twinfix ultra ha 4.5mm suture anchor product used in treatment, was returned for evaluation. Per instructions for use ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. No failure could be confirmed. The anchor and suture were returned still attached to the inserter. The anchor was fractured. No pieces were missing. The inserter forks were slightly bent in the same direction as the anchor breakage. The conditions align with loss of axial alignment. Complaint history review indicated no similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ recommended prep instrument for normal bone condition is a 3.5mm spade tip drill (pilot hole) and a 4.5mm threaded dilator. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the anchor fractured after implanted and knotted. All the pieces were removed with tweezers. The procedure was completed with an s&n backup device. There was a delay between 0-30 min. No other complications were reported.